Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient while on an in-hospital transport, the cs300 intra-aortic balloon pump (iabp) displayed maintenance required code #1.

Manufacturer narrative:
Updated field: b4, d1, d4, d8, d9, g1, g3, g6, h2, h3, h6(medical problem code, component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) checked and confirmed presence of maintenance code #1 as well as an electrical test fails code #52 & #54. Fse replaced front end board (d670-00-0668) to resolve reported issue. Calibrations, functional testing and safety testing all passed per factory specifications. Device returned to customer for clinical use.